Event description:
A surgeon reported four separate indirect inguinal hernia recurrences after inguinal hernia repair with ovitex core. All recurrences were addressed via a second repair operation. This is one of these four reports.

Manufacturer narrative:
A review of the relevant batch record was conducted which showed the device lot met all release specifications and no relevant anomalies or non-conformances were noted. No other similar reports have been noted associated with this lot aside from these four recurrences noted. A review of sales records noted that this device lot has been utilized at this hospital 34 times with no other issues reported. Further, ball burst testing was completed on available samples from the same lot. All samples tested met the pre-defined strength specification. It was noted by the surgeon that the hernia recurrence repair was conducted in a different manner as the original repair, thus a surgical assessment of the original repair and the surgical mesh could not be conducted.